Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation and a review of session records, a decrease in sensing, and increase in threshold, and oversensing, causing false ams episodes were noted. It was suggested the atrial lead may have dislodged, but no further follow up has been completed. The patient did not have any inappropriate therapies.